Event description:
A pt was being monitored on the 1481t telemetry system and the nurse saw the pt go into life-threatening event (ventricular fibrillation) and responded to the code at 5:00 am. The nurse states that the 1481t did not alarm or record the event.